Event description:
The customer reported being at the emergency room due to diabetes mellitus and high blood glucose over 500 mg/dl. The customer stated that he was vomiting prior his admission. Troubleshooting was performed. The customer stated that he wears the glucose monitor and feels with his sensor. The caller stated that he was off by 200 mg/dl compared to the hospital meter. The customer felt very tired and vomited. The caller stated that his white cells were elevated, and his poor eating may have played a factor on his high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.